Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : product is not expected to be returned for evaluation.

Event description:
It was reported that the infusion device does not deliver the last 20 units.